Event description:
Patient was hospitalized for high bgs. Troublshooting was performed. The customer found that the settings were erased when they changed the batteries. The customer informed that they never received an error alarm. When the customer checked the pump they realized that only the basal rates were reset. The customer mentioned that the daily totals are incorrect. The customer was connected to the pump at the time of call and their bgs have been normal. Instructed the customer to disconnect from the pump and revert to manual injections.